Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing including bench handling, power cycling, and full functionality testing with test battery and ac power without duplicating the report. Visual inspection of the battery power pins found evidence of foreign substance and the battery well dirty. The battery power pins were replaced and the battery well was cleaned as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.